Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and remained static at 100 units. The customer's blood glucose level was 249 mg/dl, and was addressed with a correction bolus. The customer reloaded the cartridge successfully and received an accurate fill estimate.